Event description:
It was reported the customer was experiencing low blood glucose. Customer's blood glucose was 49 mg/dl. The customer had treated their blood glucose with juice. Customer also reported receiving a lost sensor alarm. The customer stated their sensor was not damaged. It was also found the customer was hospitalized on (B)(6) 2014 for low blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-74185.